Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that for the last 6 months, the patient will fully charge the ins and then in 2 or 3 days the ins battery will be empty and she will have to charge it again. The patient said she used to be able to go 6 or 7 days between charges. Sometimes it took 4 hours to charge her ins 1/2 way. The patient said she used stim less than she used to. The patient saw a warning screen to charge the ins on her programmer. The patient incorrectly thought the ins was charged, but the patient connected the recharger and saw he same screen as the programmer and verified that the ins battery was empty. A recharge session was started with 8 coupling boxes. No falls or traumas were noted, but the patient did say that she fell sometimes. The external equipment was working as intended. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that there has been no change to the patient's activity level. The patient noted a change in their stimulation. Nothing has been done to resolve their recharging issues. It will go down and won't turn on in 4/5 times of use. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information and stated that it still takes 4 hours to charge. It works now sometimes and sometimes it doesn't. No further complications were reported.